Manufacturer narrative:
The device remains implanted and will not be available for analysis. Without the return of the product, a definitive conclusion cannot be made regarding the clinical observation. The device serial number was not reported. Without the device serial number, the device manufacturing date and expiration date cannot be obtained. Additional information has been requested, but no information has been received to date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years post implant of this bioprosthetic valve, this device was replaced valve-in-valve with a transcatheter bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this valve was replaced approximately seven years post-implant, not two years as was originally reported. This valve was replaced due to endocarditis resulting in severe stenosis of the valve. The infective organism was not reported, and no other adverse patient effects were reported. Patient age and date of birth added. Device serial number added. Device implant date added. Device codes and patient codes updated . Conclusion: the DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. The information received also indicates that the endocarditis occurred 7 years post implant. Endocarditis that occurs more than 12 month after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve. Based on the above investigation, the reported endocarditis is unlikely to be attributed to the device and/or manufacturing process. The device was not returned for analysis. Overall, there is no indication that the reported endocarditis was related to the manufacture of the device. If information is provided in the future, a supplemental report will be issued.